Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent proximal pressure autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was confirmed that the diagnostic code for the autozero alarm was logged in the device's event log. The customer replaced the 3rd and 4th solenoids, and the data acquisition (da) printed circuit board assembly (pcba) had been replaced, but the issue persisted. The remote service engineer (rse) advised that the customer make sure the power in the flow sensor assembly to the autozero solenoids were not blocked. If not blocked, it was advised to then replace the central processing unit (cpu) pcba. The customer replaced the cpu pcba and the issue persisted. The customer stated that the replaced parts had been swapped from another working unit. The rse advised that with that replacement, all of the active parts for the circuit had been replaced and the next step was to replace the interconnecting parts, being the da pcba to motor controller (mc) pcba ribbon cable and the mc pcba. The customer stated that they would swap them, and if the issue still persisted, they would call back to request bench service for the device. This investigation is ongoing.